Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized with a hyperglycemic event. The reporter stated that the patient had a blood glucose of 600 mg/dl with large ketones. The patient as treated with intravenous fluids. The reporter stated that there was a call service 088 alarm that the patient believed was a contributing factor to the blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.